Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 595 mg/dl the night prior. Customer also reported an empty circle on the insulin pump's screen. Customer reported their blood glucose has declined since the night prior. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.